Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, when the integrated electro surgical unit was powered on it shut off on its own after a moment. The customer confirmed that the power outlet was functioning and a replacement power cable did not resolve the issue. The customer swapped the vision side cart for the case. The procedure was aborted to another dv system with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) [erbe] to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to not power on. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.